Manufacturer narrative:
Evaluation summary: the evaluation revealed the plate and the screw to be primary product. An investigation of the implants was not possible because they were not available. Therefore the root cause of the reported issue could not be determined. No deviations were found during review of the manufacturing and inspection documents (DHR). The implants were documented as faultless prior to distribution. Based on the given information it is possible that the plate was pre-bent by the customer in the long screw hole, furthermore most likely too high torsional forces were applied to the screw so that finally the screw head went through the plate hole. Because no manufacturing fault was detected during the DHR review a product fault can be excluded.

Event description:
During variax elbow surgery, when the surgeon was inserting the bone screw into the oval hole, the screw head passed through the hole. It was very difficult to remove the screw, the surgeon removed it somehow and inserted a new screw.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.

Event description:
During variax elbow surgery, when the surgeon was inserting the bone screw into the oval hole, the screw head passed through the hole. It was very difficult to remove the screw, the surgeon removed it somehow and inserted a new screw.